Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware door was failed. A field service engineer (fse) found that the drawer failure icon was displayed on the station and had the customer log into the station under inventory, where the medications on door 3 showed as failed. The fse removed the latch column, replaced all the latches on the doors, and brought the station back online. After auto failing all the doors on the tower, powered off the station, reassembled the latch column, and had customer successfully recover the drawer. The failure icon was no longer present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 1 pocket 14 failed to show up the access pocket, which located on m6sw. The customer attempted to recover the door multiple times, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.